Manufacturer narrative:
Concomitant medical product: (B)(4) lead, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead exhibited high thresholds. Follow-up with the patient¿s clinic indicated the clinic was aware of the measurement; however, there were no plans for intervention. The rv lead remains in use. No patient complications have been reported as a result of this event.